Event description:
The facility's biomed reported an infusion pump with an 813:01 failure code. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Additional contact info was requested but not provided. Failure occurred during biomed testing. No details were provided regarding the problem or testing being performed.